Event description:
It was reported boot time is longer and an error occurred. Follow-up information received indicates that during booting up of the programmer, error occurred once. Then, the programmer worked normally after rebooting, however, boot time was extended after the error occurred. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported error. Analysis also found the lower case is worn out. Concomitant product: product ID 2067l rf head. (B)(4).